Event description:
A dilation of the esophagus was performed on a 90 y/o male pt using several esophageal dilators. During the procedure one of the dilators perforated the distal esophagus. It was reported by the institution that the procedure was performeed without fluoroscopy. The following day an exploratory lapartomy and repair of the perforation was completed successfully. The instructions for use caution "continual fluoroscopic monitoring of the wire guide position is essential. The contraindication section of the instructions states "relative contraindications include, but not limited to, uncooperative pt, significant coagulopathy, esophageal impaction, recent myocardial infarction, active ulcer and severe cervical arthritis. No further info was available.